Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of pain, weakness and tired. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of 228mg/dl fasting using meter (within normal range as per customer). The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.